Manufacturer narrative:
Adhesions are a common event after abdominal surgery and may lead to complications resulting in surgical intervention. The IFU states that a potential complication for surgical report of hernias (with or without surgical mesh) could be hernia recurrence or adhesion. Aroa's review of manufacturing documents has confirmed that the devices in the applicable lot (ert-21a13) were produced in accordance with the established manufacturing procedures, with all process specifications satisfied.

Event description:
A patient underwent hernia repair with ovitex 1sp on (B)(6) 2022. The repair was robotically completed (ipom) with fascial closure. The patient returned in late (B)(6) 2023 complaining of pain with CT scan confirming a hernia recurrence. Surgery was conducted on (B)(6) 2023 to address the recurrence at which point bowel adhesions were noted. The surgeon performed adhesiolysis to separate bowel from the remaining device. Hernia reduction was achieved and the hernia repaired.